Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their blood glucose was high at 600 mg/dl after a motor error alarm was received and that there is a big chunk of plastic missing from the battery compartment. Troubleshooting found that there were multiple motor errors in the pump history and that the customer went to the hospital for diabetic ketoacidosis due to another incident of 400 mg/dl high blood glucose. The customer indicated that he was not wearing the pump during the hospital visit only. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.